Manufacturer narrative:
Per follow-up phone communication with the biomedical engineer (bme) on (B)(6) 2026, the touchscreen was lost in transit. The bme has been talking with technical support regarding a replacement touchscreen. This investigation is still ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user impact or harm was reported. The device was removed from service. No additional clinical harm review findings were identified beyond initial assessment. No further supplemental testing activities were performed. The customer called technical support to report that the touchscreen was not working, indicating a device malfunction. Per phone conversation with the customer/biomedical engineer (bme) on 05may2026, the device has been at the warehouse and not at the hospital. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair. This investigation is ongoing.